Manufacturer narrative:
On (B)(6) 2015 09:11 am (gmt-5:00) added by (B)(6): the device has not yet been returned to maquet for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
Iab rupture in patient. Iab was inserted on (B)(6) 2015. Central lumen was unable to be wired for removal. Surgical removal was necessary. A (B)(6) male with past medical history of diabetes mellitus type ii, hypertension, anemia, and endstage renal disease on hemodialysis was transferred to (B)(6) hospital center for cardiac surgery after cardiac cath showed 3-vessel coronary artery disease, severe mitral regurgitation, and pulmonary hypertension. On (B)(6) 2015, the patient underwent swan-ganz catheter and iabp placement without incident and the patient was transferred to the ccu for optimization prior to surgery. On (B)(6) 2015, blood was noted in the helium line of the iabp and rapidly traveled back to the consule. As the patient was felt to require iabp, the patient was taken to the cath lab for iabp exchange over an exchange wire. The iabp exchange-length wire would pass up the central lumen of the iabp until just past the proximal marker and then leave the lumen, curling in the balloon portion of the iabp. This implied loss of structural integrity with fracture of the central lumen. Given concern for injuring the femoral artery with removal, the patient was taken to the operating room where he received general anesthesia, had a new swan-ganz placed in the right ij, and underwent cutdown and exposure of the common femoral artery and vein with iabp removal under direct visualization with closure of the arteriotomy site. The swan and venous sheath in the right femoral vein were also removed and the vein was close. The patient further required transfusion of 2 units of packed red blood cells and was returned to the ccu. His cardiac surgery has been delayed another 48 hours.